Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire certified service technician was unable to verify the customer's reported issue. The device passed 138.4 hours of extended bench testing, passed initial final test and initial alarm volume test with no abnormalities. The device was opened up to visually inspect and no abnormalities were found. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the revel ventilator stops and starts up again. At this time, it is unknown if there was any patient involvement associated with the reported issue.